Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported erroneous results for one patient sample tested for free triiodothyronine (ft3). The initial ft3 result was 6.34 pg/ml. The repeat result was 2.85 pg/ml. The repeat result was considered to be correct. It was asked, but not known if the erroneous result was reported outside of the laboratory. No adverse event was reported. The ft3 lot number was 178189 with an expiration date of 05/30/2015.

Manufacturer narrative:
The customer provided additional information indicating the original sample was repeated twice. The second repeat ft3 result was 2.93 pg/ml. Based on available information, a general reagent issue can be excluded. The root cause was most likely either an improperly prepared sample and/or the presence of bubbles/foam on the reagent surface(s).